Manufacturer narrative:
Pt weight: unknown. Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4). Results: visual inspection of the returned lens showed the lens was received in 2 pieces and a haptic and part of the optic was torn off and missing. There was a clear surgical residue on the device. (B)(4).

Event description:
The customer reported that trailing haptic of the aa4203tl silicone single piece lens tore off as the lens was inserted into the eye. It happened twice during this patient's surgery so they changed to a new injector and the third lens was successfully implanted with no patient injury. The reporter stated they had reused the injector at least the recommended 20 times and concluded excessive reuse of the device caused the lens damage. See MFR#2023826-2014-00939 for the other event involving this patient.